Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that one week ago, the pt suddenly heard a cracking noise. All external parts have been exchanged. During the weekend, the volume was fluctuating. There is no accident known. First testing results were within normal limits, but then the pt felt pain, when the coil was put on - both the dib-coil without activating the testing and the speech processor coil. If the speech processor is without batteries, there is no pain.